Event description:
Event description guidant received information that one day post implant, this ventricular implantable lead was exhibiting an impedance measurement greater than 2,500 ohms and high threshold measurements. During an invasive procedure to investigate these issues, the pacing system analyzer (psa) measured the impedance at 800 ohms.